Event description:
The patient presented to interventional radiology for change of a leaking gastrostomy tube. Gastrostomy skin site is excoriated from chemical burns related to chronic leakage of gastric content. The balloon on the gastrostomy tube is torn.

Event description:
The patient presented to interventional radiology for change of a leaking gastrostomy tube. Gastrostomy skin site is excoriated from chemical burns related to chronic leakage of gastric content. The balloon on the gastrostomy tube is torn.